Event description:
It was reported the customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 710 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.